Event description:
Pump was found on rack outside biomed shop without any documentation; the entire pole clamp assembly was found missing and the screws could be heard rattling inside the device. The biomed sent pump to baxter for service. There was no report of any incident of patient injury related to this pump. Attempts were made to get more specific information regarding what happened when the pump separated from the clamp and when this occurred, but no additional details are known.